Event description:
A healthcare professional reported that before an intraocular lens (iol) implant procedure, there was a scratch on lens. The surgery was completed by using backup lens on the same day. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.11. The product was returned for analysis and lens was observed to be incorrectly positioned within the cartridge. The lens was returned inserted into the loading area of a company cartridge. Inadequate viscoelastic was observed in the cartridge. The trailing haptic was misfolded under the optic. The lens was pressed up against the roof of the cartridge. This position would indicate a plunger underride occurred. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat due stain testing was conducted with acceptable results. The root cause may be related to failure to follow the (instructions for use) IFU. The lens was observed to be incorrectly positioned within the cartridge- the lens was pressed up against the roof of the cartridge instead of biased down. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. In addition to this, inadequate viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Top coat dye stain testing was conducted with acceptable results. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).